Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was attempted to be delivered via the axillary site through a 10mm graft. The team used all troubleshooting measures but the impella 5.5 would not deliver, and was replaced with an impella cp pump.

Manufacturer narrative:
The investigation into low delivery issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since the pump would not advance in subclavian artery dove behind clavicle.